Manufacturer narrative:
The handpiece cord has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece cord caused an attached handpiece to run on its own on the mayo stand during a spine surgery. The procedure was completed successfully with another device. There were no adverse consequences reported as a result of this event.